Event description:
It was reported that balloon rupture occurred. The target lesion was located in a hemodialysis fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before exceeding burst pressure, the balloon ruptured the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 7 x 4, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 5mm distal of the distal balloon markerband. From the partial circumferential tear the balloon was also torn longitudially for approximately 7mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a hemodialysis fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before exceeding burst pressure, the balloon ruptured the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.